Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the act button became hard to press the patient's blood glucose at the time of incident was below 200 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer also mentioned that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient woke up with a blood glucose of 400 mg/dl, and when she went to a meeting her blood glucose increased to 500 mg/dl, and later at a friend's house she began to feel symptoms. She was then taken to the hospital by a friend. Her blood glucose at the time of admission was 800 mg/dl. The customer had been treating via insulin pump therapy. The insulin pump will be returned for analysis due to the keypad issue and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.